Event description:
It was reported that the patient contacted technical services (ts) indicating the implantable device is emitting beeping tones. Ts attempted to review the device data, however, there is no recent information on latitude. It was observed that the data on latitude is from march 14th, 2024, and in the past there was an alert for out of range shock impedance. The shock impedance value was 179 ohms, which is high out of range, and the shock impedance trend appears to be gradually increasing. Since there is no new data it is not possible to confirm the reason of the beeping, if any was emitted from the implantable device. The patient was referred to the hospital. The lead model/serial number is not available at this time. Further information was requested. The lead remains in service. No adverse patient effects were reported.